Event description:
On (B)(6) 2026, arthrex was notified via email of a case study published in 2017 by the american orthopaedic society for sports medicine titled ¿comparison of clinical and structural outcomes by subscapularis tendon status in massive rotator cuff tear¿. The study reviewed one hundred twenty-two (122) patients who underwent arthroscopic repair of massive rotator cuff tears with subscapularis involvement using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty-nine and a half (39.5) month follow-up period, nine (9) patients experienced pseudoparalysis. Ref: lee s h et al. Comparison of clinical and structural outcomes by subscapularis tendon status in massive rotator cuff tear.am j sports med. 2017 sep;45(11):2555-2562.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.